Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation as it was discarded as the kit was misplaced, however a photograph was provided. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring and the metal wire and c-ring remained attached to the cannula due the presence of a retention rib.based on the photographic inspection of the product of the device, the reported failure "break" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They put it in the leg after the dissection and noticed the c-ring was cracked prior to cutting branches. Pulled the device out of the leg and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They put it in the leg after the dissection and noticed the c-ring was cracked prior to cutting branches. Pulled the device out of the leg and a replacement device was used to complete the procedure. The hospital did not report any patient effects.